Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient dropped his controller, resulting in a small tear located between the controller and previous driveline repair. The patient taped it closed. The patient then had a pump stop 3 weeks later. Log file analysis showed low speed operations while attached to a mobile power unit (mpu) and pump stops while attached to a power module. The lowest speed seen in the log file is 0 rpm. The x-rays showed there is an area of possible concern at the external bend relief area. It was later reported that the patient had a short to shield and driveline repair on (B)(6) 2020. There were no found with the removed external section of the driveline. It was also reported that the patient underwent a pump exchange on (B)(6) 2020 due to internal short to shield.

Manufacturer narrative:
Section d4, d7 & h4: additional information. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed low speed events and the report of a pump stop which appear consistent with a potential driveline issue, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. However, the report of a small tear between the controller and the previous repair was confirmed through the evaluation of the returned driveline segment. The submitted log file captured several transient low speed advisory and hazard events on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, with pump stops noted on (B)(6) 2020. These events only occurred while the system controller was connected to an mpu and a power module. Power elevations up to 12.0 w were observed during these events, and a transient driveline disconnect event was noted at the time of a pump stop on (B)(6) 2020. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 25.5¿. The previous driveline repair site was observed approximately 20¿ through 23.5¿ from the metal connector, and the reported rescue tape was noted approximately 1.5¿ through 3¿ from the metal connector. Upon removal of the observed rescue tape, a tear was noted in the outer silicone jacket approximately 2.5¿ from the metal connector. The underlying bionate did not reveal any evidence of damage. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ and 20¿ from the metal connector, with minor breakdown along the length of the returned driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the low speed events and pump stops observed in the submitted data. Additional system controller log files were submitted after the driveline repair. Evaluation of the additional log files revealed further pump stops and low speed events on (B)(6) 2020 while the system controller was connected to a power module. Power elevations up to 8.1 w were observed during these events, and driveline disconnect events were also noted during this time. Further, low flow hazard events were observed at this time, associated with the estimated flow decreasing below 2.5 lpm during the pump stops. These events also appear consistent with a potential driveline issue. It was later reported that the patient underwent a pump exchange on (B)(6) 2020 due to an internal short to shield. Multiple requests for product return were issued to the customer; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.